Event description:
Nurse checked patient IV fluid at 2025; ivf fluid running was dextrose/normal saline + 20 meq potassium chloride at 85cc/hour. Nurse squeezed buretrol to increase amount of fluids in buretrol. Buretrol cracked. Nurse changed buretrol and maintained sterility of entire line.